Event description:
It was reported that the ilet intermittently lost connection to the dexcom g7 continuous glucose monitor (cgm), displaying ¿sensor reconnecting¿ and ¿pairing failed,¿ while g7 readings continued on the dexcom app; this was consistent with an intermittent communication failure associated with the antenna/electrical component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom app, with intermittent communication failure traced to the device¿s antenna/electrical communication pathway, which resolved after force closing the dexcom app and allowing the ilet to regain bluetooth connectivity. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.